Event description:
It was reported that the vad coordinator does not know the reason for the pump exchange, if the device operated as intended, the current disposition of the device, or the serial number of the new device that was implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: it could not be determined through this investigation if there was a device related issue. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was exchanged on (B)(6) 2017. No other information surrounding the reasoning for the pump exchange was provided.